Event description:
It was reported that a user experienced absent glucose readings on the ilet when pairing with a dexcom g7, which resolved after the user entered the dexcom four-digit pairing code into the ilet following a recent sensor change. No patient harm was reported. Outcomes included no interruption in therapy beyond transient lack of cgm display on the ilet and no alerts or alarms. Investigation included customer support troubleshooting and user education. Investigation of this case revealed user setup error associated with delayed code entry into the ilet after sensor replacement, with device function restored upon correct pairing. It was concluded that the event resulted from use error rather than a device malfunction, and the ilet and dexcom systems operated as intended once properly configured.